Event description:
Complainant alleged that during biomed testing, the device shuts down when attempting to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.